Event description:
The service report shows the customer alleged that the audible alarm volume was low. The co's customer support engineer (cse) verified that the alarm was malfunctioning. The cse replaced the audible alarm assembly and unit passed its performance tests. This report is not an admission by co that this device caused or contributed to the event alleged in this report.